Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the cause of the stuck is that the stent was not properly apposed to the blood vessel due to calcification in the lesion. The guidewire exit hole of the device got stock with the stent. After the stuck was resolved, poba was performed for the lesion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the imaging catheter was stuck in stent. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention, after using 1.5mm rotalink plus, plain old balloon angioplasty(poba) was performed using a non-bsc balloon catheter. After placing a non-bsc stent an intravenous ultrasound (ivus) was performed by manual pullback. However, the opticross¿ imaging catheter got stuck inside the stent. Furthermore, the physician tried to remove and insert again the opticross¿ imaging catheter but the issue was not resolved. After which, a non-bsc balloon was inserted into the wire which was advanced with the ivus. The opticross¿ imaging catheter was released from being stuck by pulling it out while performing poba in the proximal part of the imaging catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.